Event description:
The customer reported that the system intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contacts on the ipc (image process controller) were repaired and the hard drive for the ipc was ordered. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.